Manufacturer narrative:
(B)(4). It was reported that the peritonitis was sterile peritonitis and that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with intraperitoneal injection amikacin (250 milligrams, in first and third bag, duration not reported) and intravenous injection cefepime (one gram, once daily, duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.